Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device cut for 1.20 meter of tissue and then it turned, but did not cut. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation. Itt is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate and hence cut as intended. A sharpness test was conducted, and the returned blade failed the test with an average breaking force of 3.85 lbf (specification: average 3.5 lbf max).